Event description:
It was reported that the patient faced an issue with the tape not sticking and stated that heat and perspiration were the causes of the product not adhering on (b)(6) 2026.

Manufacturer narrative:
E1: Event city: (b)(6)Event Country: BelgiumName: (b)(6)Country: United States of AmericaStreet: (b)(6) Based on the available information, this event is deemed to be Reportable Malfunction.Request was performed for additional information including lot number; however, lot number was not provided.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545